Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically compressed, the distal lv (low voltage) electrode of the lead was covered in blood, and visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during an attempted implant, the physician placed the right ventricular (rv) lead in the septum, however during extension of the helix, the physician over-rotated the helix mechanism over 30 rotations using a pinch on tool. The physician retracted the helix, but was unable to re-extend the helix. The rv lead was removed and replaced successfully. No patient complications have been reported as a result of this event.